Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a low profile abutment (ilpc344u) fractured inside the implant. Fractured piece was unable to be removed. Implant was removed and another implant was placed. Tooth location 3.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A certain® low profile one-piece abutment 3.4mm(d) x 4mm(h) (ilpc344u) was not returned; however, a piece of the abutment screw was fractured inside the implant. And implant, 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) was returned for investigation. Visual evaluation of the as returned product identified bone residue on threads as well as the fractured abutment screw stuck inside the implant. Since the full product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. No pre-existing conditions were noted on the per. The reported device was located on tooth # 3 and was used for approximately 5 months, 16 days. Pictures or x-ray images were not provided. Also, according to the IFU, patient factors like the presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading, or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review and complaint history review could not be performed, as the lot number associated with the reported product ilpc344u is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (ilpc344u) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event (abutment fracture) was confirmed. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.